Manufacturer narrative:
Device evaluation summary below: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
Approximately two weeks after treatment in glabellar, transverse forehead lines, verticle lip lines and oral commissures with cosmoderm I, the patient had redness and induration at the treatment sites. The physician prescribed topical steroids oral levaquin 250mg. The physician felt that the symptoms had some component of infection.